Manufacturer narrative:
The insulin pump passed functional testings including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The unit was received with normal operating currents and no unexpected off no power, low battery, or failed battery test alarms were noted. The insulin pump did not have a blank display. The battery icon showed full bars. The following physical damage was noted: cracked casing at a display window corner, cracked lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that his insulin pump shut off, the screen went blank, and after removing and reinserting the battery the insulin pump alarmed with failed battery test. The patient's blood glucose at the time of incident was 450 mg/dl, which he treated with an insulin pump bolus. Troubleshooting was initiated for the failed battery test alarm. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the customer received a failed battery test alarm. The insulin pump was returned for analysis and a replacement device was shipped to the customer.